Event description:
A customer alleged when using intracardiac echocardiography (ice) for a post case check, a pericardial effusion was noted which resulted in a pericardiocentesis. The j tip merit 180 super stiff wire was pinned out and visualized on the mapping system. It was mostly in catheter but was used to try to access the rspv. The physician alleges that the wire contributed to the pericardial effusion when using it to place the balloon. There was no resistance when inserting or withdrawing the catheter. The patient remains stable. There were no performance issues with any device. This report reflects information received by FDA.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history and complaint database could not be performed since the lot number was not provided.